Event description:
Conmed japan reported on behalf of the customer that the gu1009, katana high strength suture cutter, 142 x 4.0 mm was being used on 18jun25 during an arcr procedure when it was reported ¿when using a suture cutter during surgery, the handle was extremely stiff compared to normal, and when used in this condition, the tip broke and metal fragments were left inside the body. The hospital will now consider whether to remove the metal piece. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the patient retaining a foreign object.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event of ¿tip broke¿ was confirmed. The returned used device, item gu1009, was evaluated for print gu1009, rev-at and found device damaged at the tip. The device did not perform as intended, not able to cut. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be age, and number of uses led to the failure of the device. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. Per the instructions for use, the user is advised to inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose pins or misaligned parts. Inspect instrument after use to ensure it has not been damaged. Do not use excessive force on instrument to avoid damage or breakage during use. Avoid contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the gu1009, katana high strength suture cutter, 142 x 4.0 mm was being used on (B)(6)2025 during an arcr procedure when it was reported ¿when using a suture cutter during surgery, the handle was extremely stiff compared to normal, and when used in this condition, the tip broke and metal fragments were left inside the body. The hospital will now consider whether to remove the metal piece. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. Update: further assessment information was received on 11jul25 that the fragment was removed from the body on (B)(6)2025. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: d3 was updated to reflect the correct manufacturer. Reported event of ¿tip broke¿ was confirmed. The returned used device, item gu1009, was evaluated for print gu1009, rev-at and found device damaged at the tip. The device did not perform as intended, not able to cut. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be age, and number of uses led to the failure of the device. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. Per the instructions for use, the user is advised to inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose pins or misaligned parts. Inspect instrument after use to ensure it has not been damaged. Do not use excessive force on instrument to avoid damage or breakage during use. Avoid contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the gu1009, katana high strength suture cutter, 142 x 4.0 mm was being used on (B)(6) 2025 during an arcr procedure when it was reported ¿when using a suture cutter during surgery, the handle was extremely stiff compared to normal, and when used in this condition, the tip broke and metal fragments were left inside the body. The hospital will now consider whether to remove the metal piece. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. Update: further assessment information was received on (B)(6) 2025 that the fragment was removed from the body on (B)(6) 2025. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.